Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2016. Approximately 7 years after the initial procedure the patient had a left knee revision on (B)(6) 2023. The patient has suffered the following injuries and complications: daily pain and discomfort in his left knee. The patient has suffered debilitating injures and damages, including but not limited to, pain and discomfort, swelling, gait impairment; poor balance; component part loosening; soft tissue damage; bone loss; bone damage. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
D10: concomitents: 4139909 204-70-00 - tibial stem ext. Screw. 4161516 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. 4300108 02-010-03-0250 - logic cr femoral cem, left, sz 5. 4310974 200-02-41 - three peg patella 41mm. 4331326 204-32-01 - fluted stem extension 11l x 12 mm. Aa9835 1400-ag - cemex gento low viscosity 40g kit. Pending investigation.

Manufacturer narrative:
H11. Updated/additional information ¿ h8. The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.